Event description:
The user facility reported a 51-year-old female undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient had a significant large post infarct left ventricle (lv) pseudo aneurysm, while supported on impella 5.5 as bridge to ventricular assist device (vad). The following day, the patient was brought to or for impella 5.5 removal.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation into the reported stroke/cva has been completed since the original report was filed. Since enough clinical information was not provided, the true root cause of the stroke/cva could not be determined.